Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pkr was performed on a patient on (B)(6) 2017, patient was then re-admitted for a medial tibial plateau fracture to be plated around uni knee tibial base on (B)(6) 2017. The surgeon stated he believes the fracture/stress riser occurred because of the pinning of the fixation arm for the cutting guide on the tibial imminence.